Event description:
On 5/21/2000 rptr received an e-mail from pt advising importer of their injury. Pt was wearing a slider 01 sunglass while skiing. They collided with a fellow skier and fell, hitting their head. The collision and fall caused the glasses to break at one of the temple pieces. The pt received a cut that required 17 stitches. Importer believes the cause of the injury was the collision and fall and not a defect in the product.